Manufacturer narrative:
Received one device. Confirmed by performing visual and functional performance verification tests (pvt). Found that upstream occlusion sensor (uso) seal is buckling, replaced uso seal. Performed pvt, unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified that the device was in for service on 14-may-2025. It was not related to the current complaint.

Event description:
It was reported that there was damaged interior. The event occurred during testing. No patient involvement.